Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The user reported a decline in hearing performance with the device implanted on the right side. Distortion in sound and unnatural sound quality prompted a visit with the audiologist in september 2019. Re-mapping was performed during appointment on (B)(6) 2019 and a slight improvement was reported. However, sound distortion was still present. The user was re-implanted on (B)(6)2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decline in hearing with the device on the right side. Distortion in sound and unnatural sound quality prompted a visit with the audiologist in (B)(6) 2019. The user was remapped and reported a slight improvement, although sound distortion was still present.